Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she turned her device off for a month and wanted to turn it back on, but she was getting the warning screen telling her to synchronize with her implant. Patient services walked the patient through the steps to synchronize with her implant and the patient continued to get the same screen with and without the antenna. There was no report of out of box failure. There were no symptoms reported. It was noted it would not interrogate. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.